Event description:
It was reported that the catheter migrated/dislodged. A catheter dye study confirmed that the catheter tip had migrated/dislodged. It appeared that part of the catheter remained in the intrathecal space but upon opening the back incision the surgeon observed that it had completely come out of the intrathecal space and was coiled in the subcutaneous tissue. The entire catheter was replaced on (B)(6) 2015. A timeline was not specified but the patient¿s tone had gotten worse, especially in his legs. He had increased spasticity and didn¿t feel like he was getting any effect from the pump, less than 50% therapy relief. The patient did not experience any withdrawal symptoms. The patient status at the time of this report was indicated as alive-no injury. One day post-op, the patient was reported to be doing fine. His dose had been started back at the initial setting of 100mcg/day, so it was unlikely that he was at a therapeutic level yet. The pump was used to deliver lioresal.

Manufacturer narrative:
Product ID: 8709sc, lot# n225075010, implanted: (B)(6) 2009, explanted: (B)(6) 2015, product type: catheter. (B)(4).